Event description:
It was reported the lead was removed during heart surgery and the physician determined the patient no longer needed a pacemaker system. The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.